Event description:
ICD right ventricular (rv) lead extraction due to lead fracture, screw mechanism retained in body. Right atrial (ra) lead was explanted due to doctor discretion to expedite rv lead extraction. Proximal end of subcutaneous array clipped, distal portions capped and left in body. Patient with a history of a nonischemic, dilated cardiomyopathy with severely depressed left ventricular systolic function. Previously he had undergone generator replacement with upgrade to dual-chamber device because of the history of supraventricular tacycardia (svt) and concern over discrimination from ventricular tachycardia (vt) related to inappropriate shocks. Additionally, he had an existing subcutaneous array for high defibrillation thresholds. His rv lead was found to have overt fracture and a transesophageal echo demonstrated an apical left ventricular (lv) thrombus. He requested the lead extraction as opposed to a new pace sense lead placement.